Event description:
Boston scientific received information that this patient was presented to the hospital due to a swollen pocket site and an erosion of the skin where this cardiac resynchonization therapy defibrillator (crt-d) was implanted. The device and leads were explanted and the patient received antibiotics. The system will be returned for analysis. The patient is stable after the procedure.

Manufacturer narrative:
Should additional information become available, this event will be updated.